Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were getting tingling on right arm that feels like a current. The patient reported that the tingling was new and happens when recharger shut off, gets an after current.